Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients had a possible infection. Symptom of the wound not healing not healing properly was noted. The physician does not suspect that the infection was device related. The patient was prescribed with antibiotics and underwent a revision procedure wherein the ipg was replaced and moved.